Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements reaching high out of range values. Programming enhancements were performed and technical services (ts) recommended continued monitoring. This rv lead remains in service. No adverse patient effects were reported.